Event description:
Bilateral breast implants placed at unknown place approx 12 yrs ago. Pt having surgical procedure for bilateral encapsulation and left breast implant partial deflation. Upon removal of left implant, it was found that the outer lumen was deflated, gel portion intact. Right breast implant was totally intact.